Event description:
The facility reported a colleague infusion pump with a portion of the liquid crystal display is missing. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "lcd display is missing" was confirmed by baxter personnel during product evaluation. The root cause was assigned to spots on the main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.